Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17743111l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3, serial (B)(4). Pentaray navigational eco catheter, us catalog #: d128211, lot #: 17744658l. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 200 ml. Patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on the event on february 9, 2018. During ablation, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 200 ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient¿s patent foramen ovale (pfo), which was discovered while creating the right-sided matrix. It was noted that the physician was able to insert 1 sheath through the pfo and the other through a traditional transseptal puncture. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician and the fellow were uncertain as to what caused the effusion. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. Generator was set on power control mode at 25-35 watts. Power was titrated several times throughout the procedure. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the site of injury is unknown. Irrigated catheter flow was set on standard stsf settings. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-400 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter may have possibly been in close proximity to another catheter (unspecified). Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Additional concomitant product: non biosense webster inc. - st. Jude medical brk transseptal needle manufacturer's reference number: (B)(4).